Event description:
It was reported that during a device changeout, the doctor noticed insulation degradation on the lead. Possible interaction with a bovie was also reported. The lead had tested well through the device prior to explant. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: proximal conductor melted; full lead returned and analyzed.